Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he is not using the sensors. He has not used the sensors in a month. Customer stated that he was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Customer was nauseated, vomiting, abdominal pain, dry mouth and ketones. Hospital treated with insulin drip. Nothing further reported.